Event description:
Caller reported a cartridge alarm had occurred, and there was no adverse impact on the customer's blood glucose level. The pump was still under warranty, and technical support arranged to replace it with an updated version. The customer was instructed to put the current pump into storage mode and return it using a provided return box and pre-paid label. A signature was requested for delivery of the replacement pump. Additionally, the customer was advised to program their settings and connect their cgm to the new pump. Customer will continue to use current pump or shots.